Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on february 6, 2025: the speedband superview super 7 was used in the cardiac orifice.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on february 6, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing, the handle did not have evidence that the trip wire was secured. Also, the handle check valve was detached. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned. Upon analysis, it was noted that the assemble handle step#1 would have detected if the handle check valve was detached. It is most likely that the damage at the check valve section happened as a result of manipulation of the device. It was also observed that the trip wire was not secured into the handle slot, this most likely could have caused the device to have the deployment issues with the bands, however; since the ligator housing was not returned, a proper evaluation of the device could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the cardiac orifice; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." Additionally, the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, it is indicated to "rotate inventory so that products are used prior to the expiration date on package label."

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on february 6, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on february 6, 2025: the speedband superview super 7 was used in the cardiac orifice.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code (B)(4) captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts. Note: it was reported that the speedband superview super 7 was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.